Event description:
It was reported that the insulin pump alarmed an error and was squirting out insulin during manual prime process. The customer was disconnected from the device during prime process. The piston continued moving forward after reservoir contact. No numbers appeared on the screen of the device, no beeps heard. The customer tried with different infusion sets. The drive support cap appeared damaged. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to protruded loose drive support disk. No other alarms noted. The insulin pump was received with scratched and cracked display window, and a cracked reservoir tube lip.